Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) more often. It was noted that patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was retained at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) more often. It was noted that patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was retained at the facility.